Manufacturer narrative:
This event has been recorded by zimmer biomet under (B)(4). (B)(6). On september 26, 2019, it was reported that the cutting roller is defective and cannot be locked correctly any longer. The customer returned a meshgraft ii device, serial number (B)(4), for evaluation. The device history record (DHR) review was unable to be performed as the DHR associated with this device is not available. This device was manufactured prior to may 2009 where it was identified a robust DHR indexing and handling process was not in place. An action implemented a serial number logbook to correct this issue. Product review of the meshgraft ii by flextronics on october 11, 2019 revealed that the device was out of calibration specifications and produced an incomplete mesh. The cutter was also found to be discolored. Repair of the meshgraft ii was performed by flextronics on november 11, 2019 which included replacement of the cutter and sideplates. Meshgraft ii, serial number (B)(4), was then tested and functioned properly. It was repaired, inspected and tested. The root cause of the reported event could not be specifically determined with the information that was provided. During the product review by flextronics it was noted that the device was out of calibration specifications and produced an incomplete mesh. The cutter was also found to be discolored. It is unknown with the information that was provided how this occurred. The investigation was based on the information that was provided initially and any information that was obtained throughout the follow-up process. Review of the information provided during the investigation determined that there are no further actions needed at this time (ie/CAPA/scar/hhe/d). This complaint will be tracked and trended for any adverse trends that may warrant further action.

Event description:
It was reported during a check before surgery that the cutting roller is defective and can not be locked correctly any longer. During investigation, it was discovered that the device could not produce a passing mesh. No adverse events were reported as a result of this malfunction.